Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the customer was hospitalized due to high blood glucose on unknown date with blood glucose of unknown customer hospitalized for high blood glucose value due to not being on the pump and the care at the rehab facility. Customer was hospitalized due to neurologic symptoms and broken hip and then they had a trans ischemic attack. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Event date has been changed to (B)(6)2019.